Event description:
The client report that decannulation and recannulation was required because the reusable inner cannula did not fit on the cannula. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. Information of this nature is included in our database and monitored through trending.